Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could not be determined. The system was tested and found to be working as intended and put back into service.